Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the reason for the cracked screen was unknown. The customer's blood glucose level was not impacted. As the pump was still functional, the customer would continue to use the pump for insulin therapy.